Event description:
Same case as MDR ID#: 2134265-2011-05895. (B)(6) clinical study. It was reported that post a stenting treatment procedure, a patient death occurred. The patient presented due to non-st elevation myocardial infarction. The 80% stenosed and 30mm long target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.5mm. The lesion was treated with direct stent placement of a 3.00x24mm and a 4.00x16mm taxus liberte stent, resulting in 10% residual stenosis follow post-dilation. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2011 - the patient passed due to an unknown cause.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).